Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor quality vision and double vision at distance. Patient was wearing spectacles all the time and needs to remove them in case of closer vision activities while using monitor, while reading and using phone. The lens remains implanted in the eye. There are two medical device reports associated with this file. This report is associated with the right eye. Additional information has been requested.